Event description:
It was reported by the company representative that the patient died at an initial implant. The physician implanted a pacing lead and the patient went into asystole and heart block. The lead was advanced into the ventricle and the analyzer was used to pace the patient. While continuing to pace a second lead was placed in the ventricular apex and secured. The lead via the analyzer tested with in normal range. However, shortly after the testing the patient's blood pressure and heart rate dropped and then went into ventricular fibrillation. Cardio pulmonary resuscitation was started and a pericardial centesis was performed. The patient was found to have hemopericardium. Despite efforts the patient died. A perforation of the heart is suspected. The leads remained in the body.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.